Event description:
The laser fiber broke during an evlt procedure and burned through the introducer catheter leaving the end of the catheter and fiber in the pt's vein. Surgical intervention was required to remove the pieces of catheter and fiber.

Manufacturer narrative:
Eval of the returned fiber found that the outer polymer layers of the fiber had been cut leading to the fiber failing under power. The fiber had been used successfully 3 times prior to failing. Therefore, the damage to the fiber occurred between the third and fourth uses, i.e. During processing for reuse or during use. The user facility has previously reported this incident with voluntary report number (B)(4).